Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock five weeks post implant. It was noted the patient had brugada syndrome. Programming changes were made and monitoring was continued. Subsequently, the patient experienced a syncopal episode in front of their spouse. The patient was observed to have no pulse and not be breathing. There were no untreated, treated, smartpass, or atrial fibrillation (af) monitor episodes stored in the device from the time of the patient symptoms. The patient had returned to normal sinus rhythm by the time the emergency medical technicians (emts) arrived on the scene. It was noted that no shocks had been delivered by the device. Technical services (ts) discussed the potential that given the lack of a pulse, there could have also been no electrical activity for the device to sense for detection and therapy purposes. Additionally, ts noted that if chest compressions were involved, that could result in oversensing, therefore, no smartpass episode would be stored showing asystole. Further, ts noted that no af monitor episode would be stored because duration would not be satisfied. Ts noted the potential of an agonal rhythm or ventricular tachycardia (vt)/ventricular fibrillation (vf) below the programmed detection rate. The specific causes were unable to be determined due to the lack of stored episodes. Additional information was received that the patient was seen for defibrillation threshold (dft) testing. Vf was successfully induced, however, the device exhibited undersensing due to very fine signals. Additional information was received that surgical intervention was undertaken. This s-ICD was part of a system explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. This device was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock five weeks post implant. It was noted the patient had brugada syndrome. Programming changes were made and monitoring was continued. Subsequently, the patient experienced a syncopal episode in front of their spouse. The patient was observed to have no pulse and not be breathing. There were no untreated, treated, smartpass, or atrial fibrillation (af) monitor episodes stored in the device from the time of the patient symptoms. The patient had returned to normal sinus rhythm by the time the emergency medical technicians (emts) arrived on the scene. It was noted that no shocks had been delivered by the device. Technical services (ts) discussed the potential that given the lack of a pulse, there could have also been no electrical activity for the device to sense for detection and therapy purposes. Additionally, ts noted that if chest compressions were involved, that could result in oversensing, therefore, no smartpass episode would be stored showing asystole. Further, ts noted that no af monitor episode would be stored because duration would not be satisfied. Ts noted the potential of an agonal rhythm or ventricular tachycardia (vt)/ventricular fibrillation (vf) below the programmed detection rate. The specific causes were unable to be determined due to the lack of stored episodes. Additional information was received that the patient was seen for defibrillation threshold (dft) testing. Vf was successfully induced, however, the device exhibited undersensing due to very fine signals. Additional information was received that surgical intervention was undertaken. This s-ICD was part of a system explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. This device was successfully explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.